Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify weak battery, low battery alarms due to blank display. Device had cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery compartment looks corroded and weak battery alarm was occurred. The customer stated that they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.